Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device would intermittently have a white display and not boot-up properly. A white display is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.